Event description:
Before use, it was noted that this foley catheter had a hole at the junction of connection to tubing. Two catheters with same lot number were noted to have the same hole in the same location. They were not used on a patient, so there was no patient harm.====================== manufacturer response for bardex all-silcone foley catheter, bardex (per site reporter)======================have requested product for analysis